Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The sterile adapter (sa) and patient side manipulator (psm) were replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the psm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. In addition, a high pot encoder error signal was observed along axis 2. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal w/ lymphadenectomy prostatectomy surgical procedure, the customer had intermittent rotation or articulation issues on patient side manipulator (psm) 2. The customer informed the technical service engineer (tse) that the issue had previously occurred on unreported dates. The customer stated they had reseated the sterile adaptor (sa) with no change, and then replaced the monopolar curved scissor (mcs) instrument, which resolved the issue. The tse reviewed the live logs and found no related errors during the procedures. The tse asked the customer if they had tried placing the mcs instrument on a different psm, which the customer informed that did not. The tse inquired if using the suspect mcs instrument in a different arm was possible, but the customer stated that it would not be an option. The customer informed the mcs instrument would be returned for evaluation. The customer continued with the case. The procedure was completed as planned with no reported injury.